Event description:
Its stated that "it was a l2-l5 bi-lateral fusion. We were at the end of the case and doing our final tightening. We were using a rad rod and it needed to be persuaded down. We used the corkscrew persuader to push the rod down. Once the rod was seated, we did the final tightening and that is when the screw head on a 7.5x60 xia 3 screw popped off."

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.